Event description:
This report is being filed to submit the analysis results.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory visual inspection noted that both the inner and outer packaging was properly sealed. Review of the device's memory found that it had been taken out of ship mode prior the event. Due to the device being taken out of ship mode prior to the event date, the battery had already started to deplete. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. .

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that upon interrogation prior to implant the subcutaneous implantable cardioverter defibrillator (s-ICD) showed 98 percent remaining battery life. Boston scientific technical services (ts) was consulted and discussed the device should show 100 percent remaining battery life. Information from the s-ICD's memory was reviewed by engineering and determined the device would not likely recover to 100 percent battery life, thus recommended to not implant the device. Subsequently the s-ICD was returned for analysis and not implanted.